Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to premature battery depletion. The battery longevity was less than expected. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 4193, implantable pacing lead, (B)(6) 2007; 5076, implantable pacing lead, (B)(6) 2008. (B)(4).